Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was taken out of service, in conjunction with a routine device replacement, due to an unspecified product performance issue. The lead was surgically abandoned and thus not received for laboratory analysis. No adverse patient effects were reported prior too, nor during the surgical intervention.